Event description:
After the boston scientific bare metal stent 5 x 12 was deployed; the physician was removing the stent balloon and part of the stent balloon sheared off inside the artery outside the sheath. The physician tried several attempts with a snare that were unsuccessful. He then went in with sterile forceps and managed to grab the stent balloon and pull it into the sheath. The stent balloon was noticed inside the sheath and once the sheath was pulled it was in there. There was no residual stent balloon inside the body.